Manufacturer narrative:
(B)(4). Date sent: 2/19/2026 additional information was requested and the following was obtained: did the tissue pad break inside or outside the patient's body? The tissue pad came off when wiping with gauze outside the patient's body. Where is the broken tissue pad? Discarded. Was bleeding or tissue damage observed at the time of this event? No health problems were reported. Corrected data: h4 and h6 medical device problem code the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: a98p9t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad melted, not all present and the missing portion was not returned. Additionally the blade tip was not broken off as reported the device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Additionally, photos were provided and they showed the condition of the reported event. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98p9t, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic respiratory surgery, when the device was returned from the surgeon to the scrub nurse, it was found that there has been a blade breakage. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.